Event description:
Leak noted at insertion site while administering medication via IV catheter. Cap and hub of catheter fell to floor when opsite was removed. Catheter was retained and lodged within the vein of the dorsum of the right hand. Removed surgically.